Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint and replaced the gui printed circuit board (pcb) and the backlight inverter pcbs. The ventilator then passed all performed calibrations, tests, and performance verifications.

Event description:
It was reported that the ventilator had an erratic graphic user interface (gui) display. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.